Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed a damaged force sensor assembly, contamination in the force sensor assembly, and an out of calibration force sensor. This report is being made based on the evaluation results.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2012. Evaluation revealed a damaged force sensor assembly, contamination in the force sensor assembly, and an out of calibration force sensor. Unrelated to the complaint, the keypad was found to be peeling but all buttons were functional. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump.